Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter had a display issue and was showing an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the issues began on the evening of (B)(6) 2018. The patient reported that she manages her diabetes using insulin pump therapy, and that she made no changes to her normal diabetes management in response to the alleged issues. The patient alleged that 1.5 days after the issues began, she developed symptoms of ¿thirsty and headache¿. Csr noted that when the patient was asked about any treatment, she reported that she had ended up in the hospital, but was unable to confirm it this was related to the issue, or what treatment was received. During troubleshooting, the csr noted that the subject meter was not being used for the first time, and there was no evidence of misuse. When the battery was removed, and the power button was held for 5 seconds, then the battery was replaced csr noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.